Event description:
It was reported that after a procedure was completed, the tech was positioning the tabletop, with pt, for transfer of pt to gurney. The tech was standing on the pt's right with her right hand on the smart box panning handle and left hand grasping the tabletop, where the tabletop is attached to the table rail. The tech reportedly released the table locks with the panning handle and began pulling back on the tabletop. While the tabletop was moving toward the foot end of the table, the tech's little finger on her left hand was reportedly caught in the table movement near the rail assembly. Contusion and tuft fracture to the little finger on the left hand. Fingernail is partially detached at its base. Treated with a finger splint. The table was checked out by the ge field engineer and no issues were found with the table or the movement of the table. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.